Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that backup operation was observed on the pacemaker. Further information was requested but was not available.

Manufacturer narrative:
Correction: section h6 - code - "reset problem" should have been " pacemaker in backup mode."

Event description:
New information received notes the backup vvi may have been due to the device being out of sync with the patient's merlin at home transmitter. A device restoration was performed and previous programming changes were set successfully. The patient was stable and coherent throughout the entire process.